Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine was in disconnected mode, and patient information and orders might not have been current. The nurse had to override the medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had gone into disconnected mode. A technical support specialist (tss) had dialed into the station and confirmed it was receiving data. The tss received information that a patient was missing and validated that it was a preadmit patient in preadmit status. The tss then instructed the information technology (it) team to correct the admission. The system functioned as intended after the technical support specialist troubleshot the device.